Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain and vomiting. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for one day for abdominal pain and vomiting. The same day as peritonitis onset, the patient was treated with an injection vancomycin (1gm, every 96hrs, intraperitoneal, discontinued) and injection ceftazidime (1gm, once a day, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b5, h6 and h11. B5: upon follow up, it was reported that the cause of the peritonitis was a breach in aseptic technique. The breach in aseptic technique was not further specified. Three days after event onset, the patient recovered from peritonitis. It was reported that the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.